Manufacturer narrative:
Follow-up # 1 device evaluation: the lay user/patients test strips and control solution have been returned and further evaluated by lifescan product analysis with the following findings: the test strips and control solution passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The control solution and test strips associated with this complaint have been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging an inaccurate high control solution result. The reporter claimed obtaining a control solution result of "153 mg/dl" which fell above the specified control solution range printed on the test strip vial. This complaint is being reported because the alleged inaccuracy control issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.